Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: balloon rupture and tip detachment. Symptoms/ae: snare retrieval of foreign body. Time of malfunction and ae: during the procedure. It was reported that during inflation in the inferior mesenteric artery, the balloon was inflated above rated burst pressure (rbp), atm unspecified. The stent delivery system (sds) was removed; however, once removed it was found that approximately 3 cm of the tip of the sds was missing. The physician used a snare device to retrieve the detached piece successfully. There were no reported adverse patient sequelae. Though requested, no additional information was available.